Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve into a patient with a large native annulus, the valve was observed to be under-expanded. Post-implant balloon aortic valvuloplasty (bav) was performed using a 28 millimeter (mm) non-medtronic balloon followed by a 30mm non-medtronic balloon. Following the bavs, moderate regurgitation was observed with good hemodynamics. In the following months, the patient was readmitted to the hospital for heart failure and transesophageal echocardiogram (tee) revealed severe central regurgitation. Approximately eleven months following the valve implant, a second transcatheter valve was implanted valve-in-valve with a very good result. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: pre-implant computed tomography (CT) images confirm a large annulus (perimeter 97.3 millimeter (mm), perimeter derived diameter of 31.0 mm) with heavy calcium burden on the aortic valve leaflets. Per instructions for use (IFU), a perimeter derived diameter >30 mm is listed as a precaution. Medtronic's guidance of post implant dilation (pid) using a non-compliant balloon is to not exceed the transcatheter aortic valve waist by more than 1 mm. The waist diameter of a 34 evolut is 24 mm. A pid with a 28 mm and 30 mm non-compliant balloon most likely caused trauma to the prosthetic leaflets causing regurgitation. Post-implant CT images show a deep implant of approx. 8 mm on the rcc/lcc side of frame. Frame appeared fully expanded. Post-implant echocardiogram images provided (transthoracic echocardiogram (tte) <(>&<)> transesophageal echocardiogram (tee)). Frame appeared fully expanded. Abnormal prosthetic leaflet motion present suggesting a leaflet tear. Patient appeared to have severe central aortic regurgitation with a vena contracta of 7.3 mm (>6 mm severe ar). No paravalvular leak (pvl). Moderate to severe mitral regurgitation and moderate tricuspid regurgitation present. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. According to the physicians, it was suspected that the multiple post dilations resulted in a cuspal tear. This is confirmed by imaging. Thus, a conclusive root cause of the cuspal tear is use-related. The initial incomplete frame expansion is patient related, as confirmed by image review. Pvl and regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. The reported torn leaflet, frame incomplete expansion, or valve positioning could have been contributing factors for the regurgitation and pvl. Heart failure is listed in the device IFU under potential adverse events, and can be related to several factors (procedure, patient comorbidities, etc.). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that immediately following the implant of the valve during the index procedure, moderate paravalvular leak (pvl) was reported due to the under-expansion of the valve. According to the physicians, it was suspected that the multiple post dilations resulted in a cuspal tear. The 28 mm balloon was a non-compliant true balloon. The 30 by 60 mm balloon was also a non-complaint, vacs iii balloon. One inflation was performed for each bav for approximately two seconds. Syringe inflation devices were used with both bavs. Nominal inflation pressure was reported, it was reachable with the syringe; approximately 2 atm.

Manufacturer narrative:
Updated b5. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.